Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event and was treated with reflin (2gm daily, route not reported) and tobramycin (40mg daily, route not reported) for peritonitis. At the time of this report antibiotic therapy was ongoing and the patient outcome was unknown. Action taken with dianeal therapy was not reported. No additional information is available.